Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6): the full lead was returned and analyzed with no anomalies found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the lead could not be used because it was too short for the patient. A replacement lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.